Event description:
Patient reported experiencing elevated blood glucose level up to 400 mg/dl. Patient thinks the infusion device delivers too low insulin and the device did not show an error 4 (occlusion) error message. Patient's normal blood glucose level was not provided. Patient reported experiencing a blood glucose level of 216 mg/dl on (B)(6) 2013 at 1:25 pm, took 3 units of insulin for correction via the infusion device, ate and administered 5 units of insulin via the infusion device. Patient reported changing the cartridge and infusion set at 2:30 pm and then experienced a blood glucose level of 209 mg/dl at 6:30 pm. Patient reported taking 3 units of insulin via the infusion device and then at 8 pm ate and then administered 12 units of insulin via the infusion device. Patient stated at 10:30 pm her blood glucose level was 336 mg/dl, she administered 6 units of insulin via the infusion device and then she detected wetness in the cartridge compartment. Patient reported she changed the cartridge and infusion set at 11 pm. Patient stated on (B)(6) 2013 at 00:50 am her blood glucose level was 204 mg/dl, at 3:10 am her blood glucose level was 187 mg/dl, at 6:15 am her blood glucose level was 122 mg/dl, and at 8 am her blood glucose level was 89 mg/dl. No further information is available. The patient did not require assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion device for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in a supplemental report.

Manufacturer narrative:
Conclusion: the complaint cannot be verified, the product meets the specification regarding the customer's allegation. Result the delivery accuracy of the insulin pump was tested within the pump drive test on the diagnostic test system and meets the specifications. The technical investigation gave no evidence that the device did cause or contribute to the condition reported by the patient. E4 were found in the history. The occlusion limits were tested successfully. Consumables: infusion set: the two returned cannulas and transfer sets were visually inspected and tested for flow and tightness. The test results were within specifications. Cartridge: the two received used cartridges were visually, leak and glide force tested. Cartridges passed the visual test and the leakage test at different positions of the plunger rod. The glide force measured is in accordance with product specifications. The problem mentioned by the customer could not be reproduced.